Event description:
Reporter indicated the vns was disabled when the high lead impedance was first observed.

Event description:
Reporter indicated a patient was experiencing intermittent high lead impedance with vns systems diagnostics testing. It was recommended to the reporter to disable the vns. X-rays of the patient's vns system were reviewed by the manufacturer. No obvious lead fractures were noted in the available views, and the lead pin appeared to be adequately inserted into the generator header in the one view provided. Based on the x-ray review, the cause of the high lead impedance is likely due to a lead fracture, as the lead pin appears fully inserted. However, as only one view allowed for assessment of the lead pin insertion, an incomplete lead pin insertion cannot be ruled out. Attempts for further information are in progress.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis was completed on the returned lead. A break was identified in the negative coil. Scanning electron microscopy images of the negative coil show that a break has occurred on the negative coil. Also, scanning electron microscopy images of the negative coil mating end indicate pitting or electro-etching conditions have occurred on one strand. Due to mechanical distortion (smoothed surfaces) the fracture mechanism cannot be determined. Other than the above mentioned observations and typical wear and explant related observation, no other anomalies were identified in the returned lead portions.

Event description:
Reporter indicated the patient had vns lead replacement surgery performed on (B)(6) 2012 without problems. The explanted lead was discarded by the hospital. The patient had no trauma per the reporter

Event description:
Per the explanting hospital, the vns lead was not discarded as was previously reported. The lead was returned on (B)(6) 2013 and analysis is pending. Paperwork received with the lead indicated the lead was replaced due to a lead fracture.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.